Manufacturer narrative:
Date of event is estimated. Further information requested but not yet received.

Event description:
It was reported that the patient received a notification that their ipg needs to be replaced. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Correction: this device meets or exceeds 75 % of the expected longevity; therefore, this device is no longer considered reportable.

Event description:
Additional information indicates this device meets or exceeds 75% of the expected longevity.